Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. - impella 5.5 did not advance entirely due to the patient¿s vascular anatomy. After multiple wire exchanges using abiomed 0.018 and bos sci v-18, in addition to a buddy wire and use of rotaglide, the surgeon opted to abort the procedure. CT angio showed that the artery narrowed to approximately 4.5 mm near the junction of the innominate and subclavian artery. Patient to remain on iabp and gtts.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult vascular anatomy and narrowed artery preventing successful delivery of impella. Device history review: device passed all post sterile inspection checks.

Manufacturer narrative:
Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult vascular anatomy and narrowed artery preventing successful delivery of impella.